Event description:
It was reported that there was lead replacement due to suspected lead fracture due to increased impedances. The pt reported she was battling bladder infections. The event was attributed to the lead. The lead was revised (B)(6) 2008 and there was reprogramming. Pt symptoms were: recovery of bladder symptoms. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.